Manufacturer narrative:
For the last calibration performed on 01-feb-2023, the calibration signals for the first calibrator level were within the expected range, but the calibration signals for the second calibrator level were below the expected range.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay ver. 3 on cobas 6000 e601 module serial number (B)(4). The sample initially resulted in a total psa value of 0.01 ng/ml and this value was reported outside of the laboratory to the doctor. The result did not match the patient's condition, so the sample was repeated, resulting in a value of 8.28 ng/ml.

Manufacturer narrative:
The customer deemed the repeat value of the sample to be correct. Quality control data was ok. The field service engineer inspected and re-adjusted the liquid level detection voltage. Since these actions were performed, the issue did not recur. The investigation could not identify a product problem. The cause of the event could not be determined.